Manufacturer narrative:
(B)(6). Other non-healthcare professional: distributor this report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported that prior to use, an unknown piece of foreign matter was found in the packaging of a cook cervical ripening balloon w/stylet. The issue was discovered by the distributor. A photo was received, and it shows two small black dots in the packaging. No adverse effects were reported.

Manufacturer narrative:
Investigation ¿ evaluation. Event description: cook was informed of an incident involving a cook cervical ripening balloon with stylet. Reportedly, the product was found to have foreign matter inside the sealed packaging prior to use. No adverse events were reported. A visual inspection of the returned device was conducted. A document-based investigation was also performed including a review of complaint history, device history record, the instructions for use, specifications, and quality control data. The complainant returned one unopen package containing a cook cervical ripening balloon w/stylet for investigation. Visual examination of the unopen package confirmed two black pieces of foreign matter free floating inside the sealed package. A review of the device history record (DHR) found no non-conformances related to the reported failure mode. Because there are no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other related complaints from the lot have been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in field. A review of complaint history records shows no other complaints associated with the complaint device lot. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: how supplied: "sterile if package is unopened or undamaged. Do not use the product if there is doubt as to whether the product is sterile. Store in a dark, dry, cool place. Avoid extended exposure to light. Upon removal from the package, inspect the product to ensure no damage has occurred." Cook has concluded a manufacturing incident contributed to this incident. The employee responsible for the production of an out of specification device has been retrained. Per the quality engineering risk assessment, no further action is warranted. Cook medical will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No new patient or event information since the last report was submitted.